Event description:
Customer reported an unexpected negative reaction when testing sample on the echo with capture-r ready-screen (3). Customer states that images appear positive, but the echo is reading them negative.

Manufacturer narrative:
Review of customer camer images: echo-negative-visually negative. Slight halo around wells 1 and 3. Phenotype well 1 c+c- well 3 c-c+ the reactivity of the c antigen was confirmed on retention crrs (3), lot r055.returned patient sample exhibited 3+ hemolysis and was not tested on echo. Manual testing was performed with customer's patient sample using returned and retention crrs (3), lot r055. Sample was nonreactive in all testing.hemagglutination tube testing was performed with patient sample using selected c+c-, c+c+, and c- cells from retention panocell-16. Testing was performed at all temperatures. Sample was nonreactive in all testing.the event appears to be related to the nature of the sample.